Manufacturer narrative:
Practitioner reported patient experienced burning, stinging, pain and red eyes while using the product. The patient visited an emergency clinic and was not given treatment as there was nothing to treat. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. Doctor reported the patient recovered. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Practitioner reported patient experienced burning, stinging, pain and red eyes while using the product. The patient visited an emergency clinic and was not given treatment as there was nothing to treat. The patient is recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.